Event description:
The customer returned the hystero videoscope to the service center for a separate issue. During the device analysis, the olympus service repair technician indicated that corrosion on the distal end and corrosion on the forceps channel port was found. It was determined that the distal end and the forceps channel port needed to be replaced. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the distal end corrosion was due to a stress problem identified. The most probable cause of the stress problem was a cause traced to component failure, which is an expected or random component failure without any design or manufacturing issue. Additionally, the most probable cause of the corrosion on the forceps channel port was due to a degradation problem identified. The most probable cause of the degradation problem was due to a cause traced to component failure, which is an expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.